Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 55 mg/dl and the cause was not known. Milk was consumed to address the low bg. A pump system check was performed and the pump time was found to be off by 3 minutes. The cause of the incorrect time was not known.